Manufacturer narrative:
This report is submitted on september 29, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818 and exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, the patient experienced issues with skin flap at implant site; subsequently the patient underwent revision surgery (date not reported) to reposition receiver-stimulator.

Manufacturer narrative:
It was reported that the patient underwent revision surgery on (B)(6), 2016. This report is filed on october 21, 2016. Registration number 3009092818 and exemption number e2016011.